Event description:
It was reported that the pump experienced a recurring malfunction, identified by the caller as displaying a malfunction code. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed that the malfunction code was resettable, and upon resetting the pump, the issue did not recur. As a precaution, the caller was advised to continue using the pump and instructed to make contact if the malfunction reappears, which the caller acknowledged and understood. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.